Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product returned. Asae/hematoma: hematoma was noted after peel way was removed. Using femstop it resolved. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history review: device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 64 year old male was implanted with a impella cp for support during a high risk cardiac procedure. A small hematoma was reported at site after peel away removed and repo advanced. Resolution with fem stop. No blood products were required.